Manufacturer narrative:
Product analysis: in order to support root cause determination red dye test was performed by r d and manufacturing sme¿s. Red dye test confirmed the presence of mdx at multiple points inside the graft cover. Following red dye test the graft cover was further decontaminated to ensure analyst safety, and ftir testing was performed by an analytical lab sme. The sample was cut open and the inner shaft was placed directly onto the atr crystal and analysed. A single spectrum was obtained for the sample. The spectrum was compared to the online database containing >13000 spectra. Sample spectrum was overlayed on the spectrum of an mdx control. The two spectra show few similarities and are not comparable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb stent graft (etlw1624c93ee contralateral limb was intended to be implanted during the endovascular treatment of a 65mm aneurysm. The device was prepared according to the instructions for use (IFU). It was reported that during the index procedure the device was difficult to advance through the vessel but was successfully positioned at the target location. During deployment of the device, after partial deployment, the device would not be deployed or positioned any further. The physician was able to extract it from the vessel while it was still in the partially deployed state. There was no vessel damage or other injury associated with the reported event. The issue was resolved by using another stent graft. The cause of the event was unknown. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the external slider was partially retracted on receipt of the device. The stent graft was partially deployed on receipt of the device. The proximal stent graft was not sitting in the stent stop cup. Bunching and deformation were evident to the graft cover. A kink was evident to the distal spiral member. No other deformation was evident to the remainder of the device. The external slider was dis-assembled and the spring was measured. Spring proximal od and distal ods measured in spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.